Event description:
At preparation for use of the device for a cardiopulmonary bypass procedure, the central control monitor of the heat lung console did not display graphics images properly. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.